Event description:
It was reported that during a tka procedure, when it came time for the surgeon to use his point probe to make the holes for his 4 in 1 cutting block, it was noticed that the angle required was completely off/wrong. The tracker was reverified and it had not moved. The surgeon proceeded to start the holes with the probe at an angle he deemed appropriate. Later, they cut the tibia and then went back to the femur to finish the cuts with the 4 in 1 block, but now the plate probe was approximately 12 mm off in the anterior slot. The checkpoints were reverifeid and at this verification the checkpoint had moved. There were no delays in the procedure. It was completed with manual technique. This was the first incidence of three this day. No other complications were reported.

Manufacturer narrative:
H3, h6: the navio surgical system us (pn nsfs02000), sn (B)(6) was used in treatment and log files were returned for investigation. DHR review found that the software version (navio 7.0) has been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. The surgical technique guide released at the time of the complaint does provide instructions for tracker attachment in the ¿placing bone tracking hardware¿ section. It was also reported that the surgeon was using the point probe to make holes for the 4 in 1 cutting block. This is not an approved use of the point probe, please review the surgical technique guide for the appropriate method. We were able to confirm if there was a relationship established between the reported event and the device. Review of the log files confirmed the reported event. The user cut the femur first and then the tibia. After cutting the tibia, the user went back to cut the femur and there was a checkpoint verification error for the femur checkpoint of 5.62 mm. It was also reported that the plate probe was approximately 12mm off, but screenshots were not taken by the user during the visualize cut screen and were not automatically taken by the system, so we cannot confirm this. The distance of 5.62mm could indicate that the femur tracker rotated from an edge to a flat. The user likely thought that the tracker did not move because everything could have looked fine visually and it depends when the tracker moved. The tracker could have rotated from the edge to the flat from the vibrations from burring the femur or when the cut block was impacted, or the tracker could have been bumped slightly after the user finished cutting and switched to using the plate probe for visualize cut. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The tracker moved, and then the software caught the movement and reported it as expected. There was no issue with the software. Also, the screenshots show that the user redefined the checkpoints. Redefinition of checkpoints should only occur if the user is confident that nothing has moved. If a tracker has moved and the checkpoint is redefined, the registration steps must be re-done to realign image in the system to the physical knee. The malfunction was caused by user error. No corrective actions or corrections required at this time. The medical investigation found that: it was reported that the surgeon proceeded to start the holes with the probe at an angle he deemed appropriate due to the point probe angle being ¿completely off/wrong¿; although the ¿tracker was re-verified and it had not moved¿. Additionally, it was reported that upon re-verification of the femoral checkpoints the plate probe was approximately 12mm off in the anterior slot. Per complaint there were no delays. It was communicated that x-rays/operative notes were not available for inclusion in the medical investigation and the patient¿s current health status was unknown. Reportedly, the procedure was completed with manual instrumentation and the surgeon was ¿mostly satisfied¿ with the surgical outcome but wanted an explanation of the altered angle in 3 cases. In conclusion: based on the provided information, the root cause of the reported event could not be concluded. The patient impact beyond the reported altered checkpoints and subsequent conversion to manual instrumentation could not be determined; however, the surgeon was reportedly ¿mostly satisfied¿ with the surgical outcome. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated.